Event description:
It was reported that there was a loss of centralized monitoring following system reboots on four acuity systems. Once rebooted, in some cases, it took 30 to 90 mins for the system to reconnect with bedside micropaq monitors over the wireless connection. Bedside pt monitoring continued during that time. There was no pt harm as a result of the loss of centralized monitoring.

Manufacturer narrative:
Evaluation summary: the device is an installed centralized pt monitoring system that utilizes a sunblade 1500 central processing unit (cpu). The device receives, analyzes and displays pt vital signs data from multiple bedside multifunctional pt monitoring devices through either wired or wireless connections. There was reportedly at least one pt connected to the system at the time of the episode. This customer experienced multiple reboots of acuity systems. Following the reboots, some of the micropaq bedside monitors had difficulty reconnecting to acuity, resulting in a loss of centralized monitoring during that time for any pts connected to those monitors. Despite the loss of centralized monitoring for these pts, bedside monitoring continued normally via the individual pt monitors on each pt. There were no pts harmed in any way by the event. By event here and in the codes in block h6 of form 3500 we mean, the loss of centralized monitoring. The customer contacted welch allyn technical support who confirmed the reported system reboots. Tech support assisted the customer in restoring normal operation. Tech support downloaded the system logs, which enabled us to confirm the reported loss of centralized monitoring and investigate the cause. The reboots occurred due to an interaction between the customer's version of acuity software and the beside micropaq pt monitoring devices also sold by welch allyn. This customer is running acuity software version 6.10. For customers running acuity software versions prior to 6.30.xx, certain conditions and user behavior can lead to system reboots and difficulty in reconnecting that occurred in this case. The micropaq devices run on rechargeable batteries which must be replaced periodically. During battery replacement, a micropaq cannot communicate with acuity. Upon battery replacement, the micropaqs attempt to reestablish communication with the acuity system that it had been connected to before battery replacement. It does this by sending out an electronic rendezvous request to all the acuity systems to which it might be connected. Generally, this is one or two acuity systems. It was two acuity systems in this case. There is a 15 second waiting period for before the connection is established to enable the user to specify a connection change to a different acuity system. If another micropaq comes back from a battery change and sends a rendezvous request within 15 second waiting period, then the acuity systems may reboot in some cases. This limitation in the software was resolved in acuity software version 6.30.xx. The customer has been advised of the availability of the software which will eliminate reoccurrence of this reboot. In addition, they have been advised that they can avoid this by instructing their staff to not place micropaq batteries in quick succession.